Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The phenomenon reported by the user was reproduced. The white balance incomplete error e311 was displayed on the monitor because the white balance could not be adjusted properly due to a malfunction of the image function. There was a leakage due to the cut of the camera cable. The coupler rotation system was locked. The device was installed at the user facility on (B)(6) 2009 and was last repaired in march 2018. The reported event may have been caused by the cable unit cut due to mishandling by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus (B)(4) because the endoscopic image was noisy and the endoscopic image disappeared. There was no report of patient injury associated with the event. (B)(4) then inspected and found that the endoscopic image was not displayed.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-10441. According to the information provided by olympus europa se & co. Kg, an olympus employee was informed and aware of a MDR reportable malfunction by a customer on (B)(6) , 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is(B)(6) 2021. In addition, olympus medical systems corp.(omsc) investigated the reported event. Based on the evaluation result, the endoscopic image may not be displayed and white balance incomplete error e311 may have occurred due to damage to the electronic circuit due to the ingress of moisture through the perforation of the camera cable. The perforation of the camera cable may have been caused by reprocessing or storing the device together with tweezers, forceps, scalpels, etc. The instruction manual contains precautions against perforation of the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.